Event description:
It was reported that the connectors on the interconnect cable (c-arm to monitors) of the 9600emi system are broken. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. A new cable assembly has been ordered for the reported system. It is believed that when the new cable is installed the reported problem will be addressed. If additional info is received that indicates otherwise, a follow up report will be sent as required.